Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, low amplitude and oversensing resulting in two inappropriate shocks to this patient. Technical services (ts) recommended x ray imaging to confirm placement. This s-ICD remains in service. Other than the inappropriate shocks, no adverse patient effects were reported. Additional information was received that this patient experienced soreness around the side of this s-ICD. The physician thought it to be due to scarring or encapsulation and with regular exercise this should resolve on its own. An additional inappropriate shock occurred. Isometrics in the clinic revealed noise in all vectors. A treadmill test was performed in which all vectors at rest appeared reasonable. With high intensity exercise primary and secondary vectors had baseline noise. Alternate vector was left as it appeared to be the best of all the vectors.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, low amplitude and oversensing resulting in two inappropriate shocks to this patient. Technical services (ts) recommended x ray imaging to confirm placement. This s-ICD remains in service. Other than the inappropriate shocks, no adverse patient effects were reported.